Event description:
It was reported the instruments were used during a bowel resection. It was reported the instruments did not fire properly. It was reported the instrument only formed part of the staples and knife blade did not go all the way through. Both were used on the same case. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, ab-disengaged; cartridge batch number: not returned; cartridge position: ab-not returned; firing knob position: back/partial, ab-partially back; hook latch position: open/closed, ab-closed; instrument halves: joined/separate, ab-separated and knife condition: a-nicked b-good. Functional tests & results: instrument safety lockout properly, ab-yes; staples fire properly, ab-yes and staples form properly, ab-yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Both instruments were returned without the cartridges. As the cartridges were not returned with the instruments, the interaction between the instruments and cartridges could not be analyzed, it was noted that the anvil tip was broken on one of the returned instruments. No conclusion could be reached as to how or why the anvil tip was broken. However, both of the instruments were fired with reload cartridges and both fired and formed all the staples as designed with no difficulties noted. One of the instruments was rec'd with the knife nicked. Due to the damage to the knife, it appears possible that an attempt may have been made to fired the instrument across a hard object. However, this could not be ascertained. Mfg and engineering have been notified of the reported incident.